Event description:
Additional information was received from the rep. The cause of the max setting/unable to adjust/high impedance was not determined. As resolution, they found a program that worked for them. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient rep and a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the patient was not having any improvement in symptoms. Caller stated that they tried to adjust the stimulation but they were getting a message that said they reached the maximum they could go to and it wouldn't let them adjust it anymore. Caller said that they were on program 4 at 3.2 and the clinician said they could adjust it if it wasn't working correctly. Caller changed programs and tried to increase the stimulation, but got the same message at 0.3 with every program. Patient's rep stated they already spoke with their rep about the issue but they redirected the call to us. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Device education not reviewed. The manufacture representative reported patient was getting the message maximum settings, therapy cannot be increased on the application. The active program was program 3 and the amplitude was 0.3ma. The caller provided the following impedances results: ref 0 - all electrodes >4000ohms ref 1 - c 477ohms 3 847ohms 2 983ohms.  Tss reviewed information about impedances. The caller activated program 2 and increased stimulation. The caller reported that the patient was feeling stimulation at 1.3ma. The caller indicated that they had the same issue with impedance valued during the implant on 19 jul 2024 but they called tech service and the issue was resolved during that call.  The issue was not resolved through troubleshooting.